Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4) is used to capture the event of guide pin wire pierced through the pelvis (past the bone) while inserting the helical blade. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail-advanced (tfna) procedure on (B)(6) 2017 the guide pin wire pierced through the pelvis while inserting the helical blade. There was no reported surgical delay and the wire was said to have been easily removed from the pelvis. The surgery was completed as normal. The patient was reported to be in good standing following the procedure. Concomitant devices reported: tfna helical blade 80 mm sterile (part # 04.038.280s, lot # unknown, quantity 1). This report is for one (1) 3.2 mm guide wire 400 mm. This is report 1 of 1 for complaint (B)(4).